Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the trays (lot # ngaz3285) allegedly did not contain the povidone-iodine solution (product code: npn02076144), in the kit. It was later reported that the missing items were added to the package.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "- contents: uro tray with: lubricant." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the trays (lot # ngaz3285) allegedly did not contain the povidone-iodine solution (product code: npn02076144), in the kit. It was later reported that the missing items were added to the package.